Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: surgeon reported implant varus. (B)(4).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to a device in the USA.a review of device history records was performed and no complaint related issues were found. Placeholder.